Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose declined to 45 mg/dl. Customer was able to raise their blood glucose to 135 mg/dl by eating a sandwich. The customer stated they did not receive any alarms regarding their low. The customer reported experiencing low blood glucose for the past few days. The customer stated the drive support cap on the insulin pump appeared to be normal. The customer also reported the insulin pump passed a self-test. The insulin pump will not be returned for analysis.